Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the rate/sense channel causing delivey of atrial tachycardia pacing. This accelerated the patient into a ventricular tachycardia that required cardioversion. The lead was surgically abandoned. The device was explanted for high defibrillation thresholds.